Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had and error e315 with all scopes in use. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11 the device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. Customer attempted to isolate the issue by swapping both the cv-190 and clv-190 processors, but the error persisted. The customer confirmed that the pigtail was connected to the cv-190 during testing. The unit was tested using a 190 series scope and did not encounter any issues. Tac advised the customer not to use the pigtail unless, operating with 180 series scopes, as this may be contributing to the error. Troubleshooting was not able to resolve the reported allegation and was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.